Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from japan, a patient underwent a transfemoral (tf) transcatheter aortic valve replacement (tavr) and received a 29 mm sapien 3 ultra resilia (s3ur) valve. The valve was deployed with 1 ml less than nominal volume and landed 90:10 aortic/ventricular position as intended after balloon aortic valvuloplasty (bav) was performed. Since paravalvular leak (pvl) was observed after the valve deployment, a post dilation was performed with the same volume (nominal-1). Right after that, transesophageal echocardiography (tee) revealed that left ventricular (lv) movement got worse. Intravascular ultrasound (ivus) was performed since lca obstruction was suspected per change in electrocardiogram. The lv movement improved just before performing ivus, however, percutaneous coronary intervention (pci) was performed, and a coronary stent was placed in #5 left main trunk (lmt). A post dilation of the coronary stent was performed, and improvement of coronary flow was achieved. Per medical opinion, stent strut of the s3ur valve would have obstructed the lca. On postoperative day (pod) 7, the patient went into cardiac arrest, and aortic root rupture was confirmed. An emergency surgical aortic valve replacement (savr) with a 21mm edwards valve was performed. The patient is being monitored with impella.

Event description:
As reported by the japanese tavr registry reporting system, additional information was received indicating that on post op day 7, the patient went into cardiopulmonary arrest (cpa) caused by a cardiac tamponade due to the annulus rupture. Therefore, introduction of an extracorporeal membrane oxygenation (ECMO) and drainage were performed, then emergency savr was performed after repairing the annulus. Intensive care was continued after the savr, but there was no improvement in hemodynamics, and due to complications, such as infection, the patient passed away on post op day 28. It was reported that the patient death was due to the annulus rupture.

Manufacturer narrative:
A supplemental report is being submitted due to receipt of additional information regarding patient passing from the japan tavi registry. Sections b2, b4, b5, g3, g6, h1, h2, h6 impact code, and h11 have been updated.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "system or native/ bioprosthetic tissue blocks coronary" was unable to be confirmed as no medical records was provided for evaluation. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, "a post dilation was performed with the same volume (nominal-1). Right after that, transesophageal echocardiography (tee) revealed that left ventricular (lv) movement got worse. Intravascular ultrasound (ivus) was performed since lca obstruction was suspected per change in electrocardiogram- and -per medical opinion, stent strut of the s3ur valve would have obstructed the lca." Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the tavr procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. The following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. Based on the limited available information provided, a definitive root cause was unable to be determined at this time. The complaint for "thv adversely interacts with annulus/ landing zone" was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records provided for evaluation. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, "on postoperative day (pod) 7, the patient went into cardiac arrest, and aortic root rupture was confirmed." Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 ultra resilia valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The aortic root rupture could be occurred during the procedure or over the time for this case; however, it was likely due to procedural factors. Based on the limited information provided, a definite root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.